Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the power management tool confirmed power system error, power loss and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump was monitored, the battery was removed form insulin pump and monitored for 10 minutes; the insulin pump powered up properly after insertion of the battery and no post-reset ram crc alarms were noted. The insulin pump had minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of hospitalization. It was reported that the customer was wearing the insulin pump during hospitalization. It was reported that the insulin pump alarmed pump error and power loss. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.